Event description:
It was reported that during the implant attempt the atrial lead had high impedance and an artifactual electrogram. The analyzer and cable were checked and working properly. The lead was attempted multiple times and was decided to remove the lead and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.